Manufacturer narrative:
The device involved in the event was discarded. Therefore, no additional device evaluation was performed.

Event description:
It was reported that on an unspecified date in (B)(6) 2019, paclitaxel was found to be leaking from the tubing filter. The leak was noticed within 15 of initiating the infusion therapy. There was no report of patient harm as a result of the event. No additional information was obtained.